Event description:
The contact called from the fire department. He stated that a blood glucose test was performed on a pt using one of the department's elite meters. The pt was exhibiting symptoms of low blood glucose, but the elite meter read 128 mg/dl. When the pt arrived at the hospital, the lab glucose result was 30 mg/dl. It was not known how much time elapsed between the elite reading and the hospital lab test. The difference between the readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. Troubleshooting showed the elite system to be operating as designed, but the test strips and meter are to be returned for eval. New contoure meter kits were sent to the contact.